Manufacturer narrative:
Zimmer biomet (B)(4) patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Fax number and last/given name unknown / not provided. Location of implant unknown.

Event description:
It was reported that during implant placement, upon opening the vial of the 4.1x10 implant, there was no implant. It was empty. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: conclusions code was added: 4315. H10: narrative/data was updated. The reported event is non-verifiable with the information provided and the product was not returned. Based on the evaluation, the device malfunction could not be verified. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 1235999. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235999) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (packaging-missing component) and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. However, the most likely cause of the event is handling of the packaging outside zimmer biomet control, as the risks are associated with the packaging process, and review of the product final inspection revealed that all inspected product passed inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : location of device unknown.

Event description:
No additional event information at the time of this report.